Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The 1.5x4mm ht sd x-dr scr 5-pk (part# 95-6104, lot# unk) was returned for investigation. The screw was visually evaluated and found to show signs of use. The screw showed significant damage at the cross-drive interface on the head of the screw. Functional testing was done for retention using a driver (part# 46-0008) and blade (part# 15-1196). The blade was inserted into the driver and the screw, then the assembly was lifted by the screw to verify the cross-drive feature could support the weight of the blade and driver. The screw failed this retention test. The DHR will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For this part (95-6104) and the previous one year (from the notification date) regarding retention failure, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is excessive force beyond what the screw is designed to encounter on the screw head during use. Potential contributing factors are using a worn or incorrect blade and incorrect alignment of the blade and screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report, b5 describe event or problem, d10 device availability, g4 date received by manufacturer, g7 type of report, h2 follow up type, h3 device evaluated by manufacturer, h6 method code, h6 results code, h6 conclusions code, and h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported a screw stripped upon insertion. No adverse events were reported as a result of the malfunction.